Event description:
Related manufacturer reference number: 2017865-2023-95176. Related manufacturer reference number: 2017865-2023-95178. It was reported that the patient presented for an unrelated procedure. It was noted that the right atrial (ra) lead was inappropriately capturing the ventricle because it was dislodged as confirmed via x-ray. The physician decided to reposition the ra lead and when the pocket was opened, there was white puss due to infection. The pacemaker, right atrial and right ventricular leads were explanted. The patient remained stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.